Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming basal settings).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 58mg/dl with weakness/dizziness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. The basal/temp basal settings were incorrectly programmed. This report is being made due to the bg excursion the patient experienced due to incorrectly programming basal settings.